Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced cloudy peritoneal effluent in conjunction with marked pain, increased body temperature, vomiting and "fluffy" exit site discharge. The cause and treatment were not reported and the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.